Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer blood glucose level was unknown. It was reported that customer was able to clear the alarm and was able to complete insulin pump rewind. It also stated that insulin pump received multiple times unexpected restart error alarm after battery change. It was reported that the customer advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.